Manufacturer narrative:
D4 expiration date: updated. D4 gtin: updated. D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. H4 manufacturing date: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the device was received within a guide catheter. The stent was located deployed within the guide catheter, which is aligned with the event description. The stent was noted to be intact. All four marker bands were present on both ends of the stent. The device was unable to be flushed. Dried blood was present throughout the device as well as the rotating hemostatic valve (rhv). The stent stabilizer was unable to be removed from the delivery catheter. The stent stabilizer was kinked/bent at the proximal end. The delivery catheter was deformed, as well as flattened. The functional inspection was unable to perform as the stent was received in a deployed condition. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported damage 'stent stabilizer/catheter friction' and 'stent deployed prematurely during use' were both confirmed during device analysis. The remaining damage reported 'stent stabilizer/guidewire friction', 'stent failed/unable to deploy' and 'device difficulty engaging target vessel' could not be replicated during device analysis. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analysed anomalies noted to the device. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous' with approximately 70% stenosis and calcification at the target lesion. It was reported that 'while delivering the stent to the lesion site, the physician encountered significant resistance and was unable to advance the stent along the guidewire to the lesion location. The physician withdrew the stent system and readjusted the direction of the guidewire to a more distal position, then attempted to deliver the stent again. After the stent was in place, the physician prepared to deploy it, but at that moment, found that there was extremely high resistance between the outer shaft and the inner body of the stent system. Despite repeated attempts, the physician was unable to deploy the stent normally. Therefore, the physician withdrew the stent system and prepared to replace it with a new stent to complete the surgery. During the withdrawal process, due to the rapid speed, the stent was accidentally deployed within the guiding catheter. There was resistance noted both while advancing the stent system through the patient¿s anatomy and when advancing the stent system over the guidewire. The physician felt that the anatomy and/or location of treatment may have contributed to the reported event. There is a suggestion in the follow-up responses that the inner body was advanced independently of the outer body. This is only to be performed when the stent is in its final location across the stenosed area. Advancing the inner body independently of the outer body at any other time may lead to the stent partially deploying. The stent was returned for analysis deployed inside the lumen of a guide catheter. This is aligned with the event description. Once removed, the stent was noted to be undamaged. The stent delivery catheter (outer catheter) was deformed and was also flattened near the distal end. The stent stabilizer was also kinked/bent and was unable to be removed from the stent delivery catheter. The stent system could not be flushed as there was dried blood present throughout the device as far back as the rotating hemostatic valve (rhv). In the case of this complaint, it is most likely that, due to unknown procedural and/or anatomical factors, the user experienced resistance while advancing the stent system over the guidewire. Due to this resistance, the user applied additional force to try and advance/retract the device, resulting in some of the damage noted during analysis. The presence of dried blood in the rhv (proximal end of the stent system) suggests that insufficient flush is likely to have been a contributory factor in the case of this complaint device. The stent accidentally deployed in the guide catheter whilst the stent system was being withdrawn. The as reported damage ¿stent stabilizer/guidewire friction', 'stent stabilizer/catheter friction', ¿stent failed/unable to deploy', 'stent deployed prematurely during use' and 'device difficulty engaging target vessel' as well as the as analysed damage 'stent deployed prematurely during use', 'stent stabilizer/catheter friction', 'stent delivery catheter deformed', 'stent delivery catheter flat/crushed', 'stent stabilizer kinked/bent' will be assigned procedural factors as this complaint appears to be associated with a product that met company¿s design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during the procedure.

Event description:
During an intracranial arterial stenosis procedure, the physician used the subject stent. While delivering the stent to the lesion site, the physician encountered significant resistance and was unable to advance the stent along the guidewire to the lesion location. The physician withdrew the subject stent system and readjusted the direction of the guidewire to a more distal position, then attempted to deliver the stent again. After the stent was in place, the physician prepared to deploy it, but at that moment, found that there was extremely high resistance between the outer shaft and the inner body of the stent system. Despite repeated attempts, the physician was unable to deploy the stent normally. Therefore, the physician withdrew the stent system and prepared to replace it with a new stent to complete the surgery. During the withdrawal process, due to the rapid speed, the stent was accidentally deployed within the guiding catheter. Subsequently, the physician replaced the guiding catheter and the stent to successfully complete the surgery. No clinical consequences were reported to the patient due to this event.

Event description:
During an intracranial arterial stenosis procedure, the physician used the subject stent. While delivering the stent to the lesion site, the physician encountered significant resistance and was unable to advance the stent along the guidewire to the lesion location. The physician withdrew the subject stent system and readjusted the direction of the guidewire to a more distal position, then attempted to deliver the stent again. After the stent was in place, the physician prepared to deploy it, but at that moment, found that there was extremely high resistance between the outer shaft and the inner body of the stent system. Despite repeated attempts, the physician was unable to deploy the stent normally. Therefore, the physician withdrew the stent system and prepared to replace it with a new stent to complete the surgery. During the withdrawal process, due to the rapid speed, the stent was accidentally deployed within the guiding catheter. Subsequently, the physician replaced the guiding catheter and the stent to successfully complete the surgery. No clinical consequences were reported to the patient due to this event.